Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and found a replacement fuse was needed due to amber light indication. The medtronic representative also replaced the mobile view station (mvs) din rail. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended. Suspect mobile view station (mvs) din rail has been returned and is currently under analysis.

Event description:
A site representative reported that the mobile view station (mvs) beeped then powered off. The site representative issue occurred when attempting to run calibrations on the imaging system. The site representative tried plugging the mvs into multiple outlets, without resolution; no lights were lit on the mvs. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuses were not returned for analysis. Investigation of returned suspect mobile view station (mvs) din rail was unable to replicate the reported problem. Before applying 21vdc between contacts 7 and 10 9.8 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10 0.02 ohms was measured. This is as expected. No problem found with this assembly. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.